Event description:
Left a voicemail for consumer to call me back regarding the email complaint. (B)(6). From: productcomplaints <productcomplaints@bd.com>. Sent: saturday, (B)(6), 2024 11:47 am to: productcomplaints <productcomplaints@embecta.com>. Subject: fw: problem with bd nano ultra fine 4mmx 32 g. I have experienced several times the breaking off of the needle after attaching it to my insulin pen. Is there an issue with this because I have used these for a long time with no difficulty and recently, I have had to throw at least 5 away. Can you replace them for me?

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.